Event description:
The hill-rom field technician reported that the brakes would not hold on this bed. He found the casters were worn due to the age of the bed. He replaced the casters to correct the issue. No adverse events were reported.